Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Evaluation description: the reported backup vvi could not be confirmed in the laboratory. Upon receipt communication could not be established due to lifted battery terminals. With a new power source attached the device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the backup vvi could not be determined. (B)(4).

Event description:
It was reported that the patient presented for follow-up with dyspnea. Patient was lost to follow-up and was scheduled for device replacement. Upon interrogation, a hardware vvi reset with no defibrillation capability was observed. The device was explanted and replaced. The patient was fine before and after the procedure.